Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament sacroscoplexy procedure performed on the unknown date. According to the complainant, during the procedure, the carrier was unable to extend and retract. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.